Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d -evprop2329us, serial/lot #: (B)(4), ubd: 06-nov-2022, UDI#: (B)(4). Product analysis: both the valve and delivery catheter system (dcs) were discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the computed tomography (CT) report measured for a 71.6mm perimeter. A 26 mm valve was selected but the measurements were close to a 29 mm valve. It was noted prior to the procedure that the aortic leaflets had very little calcium and that the patient had moderate aortic insufficiency. Multiple attempts were made to position the valve with each attempt resulting in the valve ejecting above the annulus during deployment or at 80%. Following the fourth attempt, the valve landed 20-25mm below the annulus. At this point it was suggested that due to a lack of calcium a 29 mm valve may have been better suited for the implant. It was decided that the implant depth was acceptable, and the valve was deployed. The final angiogram showed severe aortic insufficiency (ai). A post-implant balloon aortic valvuloplasty (bav) was performed but did not resolve the ai. A snare was used to move the valve above the annulus and the valve was left in the inlet above the sino tubular junction (stj). Another valve was attempted to be implanted while the first valve was snared. The attempt was unsuccessful, and the patient was taken to an operating room to have the valve removed. Dislocation of the annulus was observed when the valve was removed. The annulus was repaired, and a surgical valve was implanted. The patient expired five days following the procedure.

Manufacturer narrative:
Additional information was received which indicated that an angiogram identified the severe insufficiency as severe paravalvular leak (pvl) but this was not observed on echocardiogram. It was believed the pvl came from each cusp of the transcatheter valve because it was below the native annulus. The attempt at implanting the second valve was unsuccessful as the second valve kept getting hung up on the first valve. The second valve and dcs were removed from the patient. The dislocation of the annulus, a torn/ruptured aorta, was observed when the valve was removed. Per the physician, the injury occurred as a result of the snare or the attempt to implant the second valve. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop2329us, serial/lot #: (B)(6), ubd: 02-nov-2022, UDI#: (B)(4). Updated data: h6 patient code, device code, annex f code product analysis: this delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record for the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No valve implantation procedure images were available for medtronic to review so the adverse effects reported could not be confirmed. The valve was not returned to medtronic, so no product analysis could be performed. Cardiovascular injuries, such as rupture, are known potential adverse patient effects per the device instructions for use (IFU). These events can be related to the patient's pre-procedural condition and procedural factors, as well as factors related to the device. In this case, per the physician, the injury occurred as a result of the snare or the attempt to implant the second valve. A conclusive cause could not be determined with the limited information provided. Per the device instructions for use (IFU), the bioprosthesis size must be appropriate to fit the patient¿s anatomy. Proper sizing of the device is the responsibility of the physician. Available sizes can be found in the IFU. This event does not indicate device malfunction as the measurements were close to a 29 mm valve but a 26mm valve was selected. In addition, after the fourth attempt at positioning the valve, it was suggested that due to a lack of calcium, a 29 mm valve may have been better suited for the implant, but ultimately the implanting physician decided to deploy the 26mm valve. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause could not be determined from the limited information available. It was reported the pvl came from each cusp of the transcatheter valve because it was below the native annulus. The cause of patient death was reported by the physician as complications from transcatheter aortic valve replacement and emergency aortic valve replacement. It was unknown if autopsy or explant were performed. Per the physician, the transcatheter valve and procedure did cause or contribute to the patient's death. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established. This event does not indicate device misuse or malfunction. The subject delivery catheter system (dcs) (0010445754) was discarded by the customer, and as such no analysis could be performed. No procedural images were provided for review. A device history review is not required as the product event does not indicate a potential manufacturing issue. It was reported that, in each of four different attempts at deploying the valve, the valve dislodged. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. In this case it was noted that the computed tomography (CT) report measured for a 71.6mm perimeter. A 26 mm valve was selected but the measurements were close to a 29 mm valve. It was noted following the attempted implant of the 26mm valve, due to a lack of calcium a 29 mm valve may have been better suited for the implant. This indicates that the probable cause of the valve dislodgements was patient anatomy, but this cannot be confirmed with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The subject dcs (0010438365) was discarded by the customer, and as such no analysis could be performed. No procedural images were provided for review. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the second valve kept getting hung up on the first valve. This indicates that the probable cause of the advancement difficulties was the original valve, but this cannot be confirmed with the limited information available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.